Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was bent and the tip of the metal corewire was exposed from the polymer coating approximately 2.0cm. The complaint was confirmed. It is most probable that anatomical/procedural factors could have generated the damages encountered. Based on all gathered information, the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a biliary stent placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, since a thin catheter was used during cannulation, an unknown 0.025 inch guidewire was first used. The thin catheter was exchanged with another catheter which is intended for this jagwire guidewire. When the biliary stent was inserted into the lesion, it was met with resistance. The physician removed the jagwire guidewire and was exchanged with the unknown 0.025 inch guidewire however, the stent was unable to be advanced. The physician attempted to insert back the jagwire guidewire and noticed that the hydrophilic tip detached exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a biliary stent placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, since a thin catheter was used during cannulation, an unknown 0.025 inch guidewire was first used. The thin catheter was exchanged with another catheter which is intended for this jagwire guidewire. When the biliary stent was inserted into the lesion, it was met with resistance. The physician removed the jagwire guidewire and was exchanged with the unknown 0.025 inch guidewire however, the stent was unable to be advanced. The physician attempted to insert back the jagwire guidewire and noticed that the hydrophilic tip detached exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over 18 years old. (B)(4) guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.